Event description:
It was reported that the customer received repeated lost sensor alarms and upon removal, the cannula was missing. This occurred on two sensors. It was explained to the customer that the cannula may have been retracted with the needle. Customer understood. Customer had thrown away the sensors. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.